Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 189 mg/dl and the sensor glucose was 84 mg/dl. Insulin delivery was suspended due to sensor glucose values. Low limit in sensor setting was 90 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.